Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported complaint of defective keypads was confirmed. Physical inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. The ac indicator light and system on key functioned with no issues. However, the following keys s6, silence, 1, 4, 7 and clear did not function. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n 15648132 service history record showed the device had a manufacture date of 25july2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 7nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.